Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a sensor error alert and multiple cal error alerts. The customer's blood glucose reading was 177 mg/dl. The customer removed the sensor and found the cannula was missing. The customer's sensor was replaced.